Manufacturer narrative:
Device details unavailable as of the date of this report, (B)(4).

Event description:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2017 during an abutment change.